Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The membrane fiber was cracked causing blood to leak into dialysate. The leak was visually observed in the venous line and the machine alarmed. Nurse stated that no damage was noticed on the dialyzer. Estimated blood loss was 250 cc's. Sample is not available; sample was discarded.